Manufacturer narrative:
The customer has indicated the device will be returned to greatbatch for evaluation. Once the device is received and the evaluation is complete, a supplemental medwatch 3500a emdr will be submitted. Distributor is (B)(4). Not returned to manufacturer.

Event description:
It was reported during a procedure on a (B)(6) male that while reaming the surgeon put a lot of pressure on the offset grater handle when reaming the acetabulum causing the post on the back of the reamer handle to break off. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to (B)(4) for evaluation and the reported event was confirmed. The adaptor coupling was fractured from the drive chain. This device failed due to wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required.